Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of compliant: USA. Customer complains that during surgery on (B)(6) 2016 the clips did not fire. Surgical delay unknown and no patient injury reported.

Manufacturer narrative:
No product at hand. Conclusion and root cause: no product available and therefore and analysis is not possible. No CAPA is necessary.